Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the patient's left ventricular - lv lead was experiencing high capture threshold and was an ongoing issue since (B)(6) 2016. An x-ray was performed and the lv lead was found to be in the same position. The lv lead was reprogrammed and the patient was in stable condition before, during, and after reprogramming.